Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the difficulties removing the filter; however device damaged by another device and stent damage appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a saphenous vein graft to the left anterior descending artery. A non-abbott embolic protection system was placed and a 3.0 x 33 mm xience alpine stent was implanted without issue in the proximal portion of the vein graft. The xience alpine delivery catheter was removed without issue. When removing the non-abbott embolic protection filter, there was resistance with the implanted stent and there was significant force applied causing the guiding catheter to move forward and crumple the proximal end of the stent. Attempts were made for a couple of hours to remove the filter but it could not be removed. The patient remained in stable condition throughout the procedure but is being sent to surgery to remove the filter. No additional information was provided.